Event description:
On (B)(6) 2007, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed an infrarenal inferior vena cava (ivc) filter present with caval perforation of all filter struts. The left lateral most strut was inseparable from wall of proximal right common iliac artery. There was no overt filling defect within filter.

Event description:
On (B)(6) 2007, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed an infrarenal inferior vena cava (ivc) filter present with caval perforation of all filter struts. The left lateral most strut was inseparable from wall of proximal right common iliac artery. There was no overt filling defect within filter.